Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose was 2.6 mmol/l. Customer stated they had loss of communication between sensor and insulin pump. Customer did not provide any treatment and symptom related to low blood glucose. The device will not be returned for analysis.